Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter with injection valve broke during use. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
New information was provided in the parent complaint that says the device broke and there was a leakage. "On the ll-closure of the venflon pro safety there are 2 plastic pins on the outside. When screwing on the bd q-syte these pins are broken off. Thus, the q-syte turns through, does not close properly and either falls off immediately or hangs without being properly screwed. Therefore also leaking." Investigation summary: two unused representative samples (batch#8051006) in unopened unit pack, one actual sample (catheter hub assembly with bd q-syte) and 2 unused bd q-syte were returned for investigation. DHR review showed no similar complaint, no quality notification or maintenance record abnormality was found. Actual sample: the actual sample were subjected to visual inspection of the catheter hub. Damage was observed on the luer lock fitting of the catheter hub. The catheter hub was subjected to catheter adapter leak test. No leakage was observed. Representative samples: the 2 representative samples (cavity #239 and #240) were subjected to visual inspection of the catheter hub. No damage was observed on the luer lock fitting of the catheter hub. The 2 catheter hub were subjected to catheter adapter leak test and it pass the acceptance criteria. No leakage was observed. Defect simulation using representative sample: 1 of the catheter hub sample (cavity #239) was chosen for defect simulation. No visible damage was observed before the simulation. The sample was then subjected to excessive tightening with the bd q-syte returned. Damage was observed on the luer lock fitting of the catheter hub. The damage was found to be similar to the actual sample returned. Based on the simulation, a probable root cause could be due to excessive tightening of catheter hub with bd q-syte. The nonconformance could had happen out of the manufacturing facility and therefore the root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter with injection valve broke during use. There was no report of exposure, injury, or medical intervention.